Manufacturer narrative:
(B)(4).

Event description:
The physician had inserted the guidewire and was trying to thread the catheter but could not as the end of the wire was "sliced causing indentation". It was reported the issue was not insertion related and "already there straight from packaging".no patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician had inserted the guidewire and was trying to thread the catheter but could not as the end of the wire was "sliced causing indentation". It was reported the issue was not insertion related and "already there straight from packaging". No patient injury or complication reported. The patient's condition is reported as fine.